Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: heart valves; implant date ; explant date product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: heart valves; implant date ; explant date product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via fedex in three bags in its original jar fully submerged in clear solution. All leaflets were flexible and intact. All leaflets were in the closed position. All commissures were intact. A bent strut was observed on the outflow crown. A fracture was observed on the mind area next to the bent strut. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported prior to the implant of a transcatheter bioprosthetic valve, during the valve loading process, the valve paddle was fitted into the paddle attachment and the capsule guide tube was overlapped to attempt the valve load, but the frame did not fit. Upon the first and second loading attempts, the shape of the valve was adjusted with room temperature saline, but the frame was distorted causing the same issue to occur. During the third attempt, warm saline was used, but when the valve was fitted into the cone and the cap was attached, the frame was distorted and the valve did not load into the capsule. The valve shape did not return to normal after immersing the valve in warm saline. Subsequently, a new valve and compression loading system were used with the misloaded delivery catheter system. Although the paddle of the new valve was fitted into the paddle attachment and the frame was completely loaded into the capsule, the valve began to be sucked into the capsule midway. It was noted that even with the capsule guide tube lock fully engaged, the tip did not close. The valve was exchanged for another valve which was successfully loaded. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.